Manufacturer narrative:
.

Event description:
Additional information received from the consumer reported that they had the manufacturer representative check and reprogram settings so they could use the remote to ease their pain in various areas. The shocking sensation issue had been resolved.

Event description:
A patient reported on (B)(6) 2016 stating that they felt a jolt while near an electric fence that morning. The fence was "turned up" when they were about 3 feet from it, and it kind of "popped" them pretty hard and jolted them to their knees. It was recommended that the patient contact their health care provider (hcp) regarding the electric fence occurrence. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.